Event description:
On june 14th 2021, philips respironics issued a recall for my CPAP machine. My health has continued to deteriorate since I have not been able to utilize my CPAP since the recall was announced due to the potential adverse impact detailed on the recall. FDA safety report ID # (B)(4).